Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that initial interrogation revealed dashes (---) for most parameters and a high current drain. Attempts to return to standard and download the microprocessor were unsuccessful.